Manufacturer narrative:
Result: footend pivot weld.

Event description:
It was reported by service report that the foot end was drifting down. There was pt involvement; however, no adverse consequences were reported.